Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 21-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a possible migration of the paddle lead with the implantable neurostimulator 97715 intellis adaptivestim pain and lead 977c165 specify surescan MRI 5-6-5, both implanted and remaining in service. X-rays were taken and compared to prior x-rays at implant to assess for lead migration. The patient was scheduled for interrogation and reprogramming of the scs implant per physician request. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was seen in office by hcp on (B)(6) 2024. Rep was present for interrogation of the stimulator. All impedances were within normal limits. Patient is happy with her stimulator coverage and is receiving pain relief. Hcp states that no further intervention with her stimulator is needed at this time. Patient is receiving coverage of her painful areas from the stimulator.